Event description:
The customer observed positively biased valp qc results on the vitros 5,1 fs chemistry sys. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found the vitros 5,1 was operating as intended. A definitive root cause of the biased valp qc results could not be determined, however, reagent pack to pack variability cannot be ruled out.